Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: problem code 1074 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device revealed the balloon was torn longitudinally. It was also noted that the catheter was kinked. Functional analysis could not be performed due to the returned condition of the device. The outer diameter of the catheter was measured/analyzed and confirmed it is within specifications. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as; the manner as the device was handled, the technique used by the physician during the procedure, the amount of strength applied by the customer during the movement of the balloon that caused the catheter to kink, and/or the interaction between the scope or contact with sharp stone/lesion that caused the balloon burst. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2019. According to the complainant, during the procedure, it was noted that the balloon burst at 8 atm after being dilated for twenty seconds. Reportedly, the physician was done with the balloon dilation at this time, so the balloon was removed from the patient, and the procedure was continued. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon burst at 8 atm after being dilated for twenty seconds. Reportedly, the physician was done with the balloon dilation at this time, so the balloon was removed from the patient, and the procedure was continued. There were no patient complications reported as a result of this event.